Event description:
It was reported that a patient presented remotely with episodes of non-sustained right ventricular oversensing due to far p-wave oversensing. Programming changes were made to address the issue. The patient was stable throughout.